Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 4.5 mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip. It was noted that the distal section of a blade was bent. This was likely caused as a result of the device encountering resistance during attempted withdrawal from the guidezilla device. All other blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right radial artery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery (lcx). A 10/2.50 flextome cutting balloon monorail was selected for use. During the procedure, a non bsc 6f guiding catheter was engaged to the vessel and a non bsc guide wire was crossed to the periphery of lcx. An ivus catheter was noted to have failed to cross the lesion and the non bsc guide wire was exchanged to another different non bsc guide wire. A 2.5x15 non bsc balloon catheter was unable to cross the lesion, guidezilla was used to cross it. Dilatation was performed with the 2.5x15 non bsc balloon catheter at 16 atm maximally, but the stenosis remained in the lesion. Then a 10/2.50 flextome cutting balloon monorail was advanced with guidezilla and dilatation was performed two times at 10atm. However, the balloon ruptured at 10atm on 3rd inflation. The device was removed from the patient. After the procedure, when the balloon was checked, it was noted that a part of the blade was bent. The procedure was competed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older.(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right radial artery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery (lcx). A 10/2.50 flextome cutting balloon monorail was selected for use. During the procedure, a non bsc 6f guiding catheter was engaged to the vessel and a non bsc guide wire was crossed to the periphery of lcx. An ivus catheter was noted to have failed to cross the lesion and the non bsc guide wire was exchanged to another different non bsc guide wire. A 2.5x15 non bsc balloon catheter was unable to cross the lesion, guidezilla was used to cross it. Dilatation was performed with the 2.5x15 non bsc balloon catheter at 16 atm maximally, but the stenosis remained in the lesion. Then a 10/2.50 flextome cutting balloon monorail was advanced with guidezilla and dilatation was performed two times at 10atm. However, the balloon ruptured at 10atm on 3rd inflation. The device was removed from the patient. After the procedure, when the balloon was checked, it was noted that a part of the blade was bent. The procedure was competed with a different device. No patient complications were reported and the patient's condition was good.